Event description:
Pt was injected with radiesse dermal filler in the bridge and tip of her nose; within a short time of the injection the right nosalabial area and the tip of the nose developed a necrosis.

Manufacturer narrative:
Patient was injected in the bridge and tip of the nose with radiesse dermal filler; within thirty minutes the patient developed a necrosis of the nose and the right nasolabial fold. The patient was treated with keflex 500mg qid, po, nitro paste to the necrotic area and infra red light. The pustules and necrotic area have improved. Injection of radiesse dermal filler into the nose is an off label use.